Event description:
Dr. Reported that two implants failed due to infection. Pt is reportedly fine.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was unable to review the product's lot history because the lot number you supplied by the doctors office was incorrect.